Event description:
Medtronic review of the literature article found a single center study review of 21 patients with 24 posterior circulation saccular aneurysms treated with pipeline vantage flow diverter stent between september 2021 and march 2024. Use of a phenom 21 microcatheter was mentioned in one case though there was no reported device malfunction of any medtronic device mentioned in the article and no adverse event associated with the phenom microcatheter. No patient mortality was reported in the article. The following serious adverse events were mentioned in the article: a 62-year-old female patient who had a pipeline vantage 3.5 x 25 stent implanted experienced brain stem infarction 6 days after pipeline implantation which resulted in persistent hemiparesis. A 58-year-old female patient who had a pipeline vantage 4.5 x 20 stent implanted experienced a peri-interventional ischemic throm boembolic event which caused nausea and diplopia. The patient's symptoms were reversible. A 57-year-old female patient who had a pipeline vantage 3 x 20 stent implanted experienced spontaneous cerebral hemorrhage 1-month post-operative. The relationship to the implanted pipeline and/or index procedure was not reported in the article. The hemorrhage required surgical evacuation. A total of 3 patients experience increase in modified rankin scale score.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.